Manufacturer narrative:
No button error alarm was noted. The insulin pump had unresponsive act and escape buttons due to corroded keypad traces. The displacement test could not be performed due to the unresponsive buttons. The insulin pump had a cracked display window, cracked case at the display window corners, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube, broken battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed button error while trying to bolus. Blood glucose value is 219 mg/dl. Nothing further reported.